Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Event description: "(during the clinical use on (B)(6) 2016) during the surgery, the tip part of the catheter was come off in a patient blood vessel. A physician tried to find the balloon, but couldn't find it and the whole tip part was left inside the patient body. (On (B)(6) 2016) the tip part of the catheter was found in a blood vessel of left upper arm. The position of the tip part of the catheter has not changed since (B)(6) 2016. No patient complications reported as a result of the event so far. A physician elected to follow-up observation for the patient." Additional information received august 21, 2016: the spring was elongated within the patient prior to detachment. The balloon got stuck and the device was pulled so the spring elongated within the patient. The balloon was stuck before the removal before it burst. The patient was in chronic renal failure (under dialysis). The procedure was a thrombus removal. Saline was used to inflate the balloon. The amount was not clear but was within specifications. X-ray was used to identify where the tip was located within the patient. The tip is still in the patient. It was never removed. The patient's status is recovered. Last check with the hospital was (B)(6) 2016. The tip was found in the same location for where the procedure was performed. Patient outcome: recovered (decision date: (B)(6) 2016).

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon inspection, engineering confirmed that the tip (distal winding and spring tip) had separated from the catheter and the balloon had burst. Based on the description of the event, the balloon got stuck within the vessel and was pulled until the spring elongated within the patient. It is likely that the unit was pulled with a force exceeding what the balloon was able to withstand, which caused the balloon rupture and tip separation. The instructions for use (IFU) states "do not exceed maximum pull force specifications as balloon rupture and catheter separation may result." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from (B)(6); august 28, 2016; 7:27 pm: a thrombus removal was being performed. The patient is still undergoing dialysis treatment. The patient is too old to go through another procedure to take the tip out so it will be left in the patient's body.